Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Customer states the right and left arm on this chair is loose. Customer also states that the brakes are loose as well. He says that the actual brake lever is loose and that, when the chair is locked in place, it still will move a little bit. MDR filed.